Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed the right ventricular lead exhibited noise and oversensing. The lead noise could be recreated with isometrics when the patient presented to the clinic. The lead was capped and replaced. The patient was asymptomatic prior to the procedure and was noted to be stable post surgery.